Manufacturer narrative:
Additional information: section d4 (serial number) was updated from (B)(6) based on the returned product. Section h4 (device mfg date) has been updated based on the returned product download. Reader (B)(6) has been returned and investigated. Performed visual inspection on returned reader and no issues were observed. Reader turns on when pressing the start button. Date and time were set successfully and the reader log was downloaded, no malfunction or product deficiency was identified. Therefore, the issue is not confirmed. Extended investigation has been also performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button press or strip insertion. The customer became hypoglycemic and experienced a loss of consciousness, requiring treatment of liquid glucose provided by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button press or strip insertion. The customer became hypoglycemic and experienced a loss of consciousness, requiring treatment of liquid glucose provided by spouse. There was no report of death or permanent injury associated with this event.